Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported infusion set came off and tape was not sticking due to sleep. No further information is available.